Manufacturer narrative:
Additional information provided: d11.

Event description:
It was reported that when checking the pumps, tpn was found to be dripping on floor. A break in the primary tubing set located at the hub above the enclosed chamber in pump was observed. Pump alarmed air in the tubing set and bag was nearly empty. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes / tears in the tubing or damages to the components. Visual inspection of the set noted a small hole at the bottom of the silicone pump segment. No other damages or anomalies were observed. Examination under magnification observed no tool marks or crush marks on the upper fitment near the small hole. Functional testing confirmed leaking from a small hole at the bottom of the silicone segment near the upper fitment. The source of the leak is due to a small hole damage in the silicone pump segment near the upper fitment. The root cause of the hole damage could not be determined. Device history record for model: 2420-0007 could not be performed due to no lot number being provided by customer.

Event description:
It was reported that when checking the pumps, tpn was found to be dripping on floor. A break in the primary tubing set located at the hub above the enclosed chamber in pump was observed. Pump alarmed air in the tubing set and bag was nearly empty. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient is a pediatric. Although requested, patient demographics were not provided.

Event description:
It was reported that when checking the pumps, tpn was found to be dripping on floor. A break in the primary tubing set located at the hub above the enclosed chamber in pump was observed. Pump alarmed air in the tubing set and bag was nearly empty. There were no adverse effects caused to the patient from the event.